Event description:
It was reported by the customer that a pyxis anesthesia system (pas) drawer 6 not detected on bus. The customer stated that they have tried to re-boot the machine and it started working, but again it's not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that mc-or-drawer 6 is not detected on bus. A field service engineer arrived at site and found with no failures in machine. Performed proactive check, tested all drawers and back panel with no issue. The field service engineer rebooted station and the customer verified all drawers with no failure. The system functioned as intended.